Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump bolus did not work properly before and after a battery change. Customer's blood glucose was 234 mg/dl at the time of incident. Troubleshooting found that the bolus stopped and advised customer to look at bolus history. No further details given.